Event description:
Staff opened an expired surgiflo with thrombin box which was used for haemostasis in a cardiac surgery patient. Only 1ml of the expired product was used. Nurses realised it was expired so discarded the rest. Patient was closed and sent to recovery and subsequently discharged from the hospital. Did the event happen during a procedure? Yes were you in the procedure at the time of the event? No was the product being used in a clinical trial? No event outcome/how was it managed? N/a was there a patient impact or was the procedure extended greater than 15 minutes due to the failure? No was it more than 5 minutes delay? No has the reporter facility indicated there may be legal action? No is the product available for return? No.

Event description:
Staff opened an expired surgiflo with thrombin box which was used for haemostasis in a cardiac surgery patient. Only 1ml of the expired product was used. Nurses realised it was expired so discarded the rest. Patient was closed and sent to recovery and subsequently discharged from the hospital. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? N/a. Was there a patient impact or was the procedure extended greater than 15 minutes due to the failure? No. Was it more than 5 minutes delay? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No. Additional information was received stating: please confirm that no adverse events occurred to the patient because of the expired product used: no adverse event. When was the product ordered?: hospital is unsure. When did the customer receive the product?: hospital is unsure. What is the name of the procedure?: CABG. What was the indication for using the product?: bleeding from anastomotic sites. Were there any patient consequences?: no. What is the current condition of the patient?: discharged, recovering at home.

Manufacturer narrative:
Additional information was received however it does not change the initial evaluation. The event did not cause harm to the patient, thus, no adverse event. The use is considered an use error and a near adverse event (use error) as it potentially could become a serios adverse event if it occurred again. If the expired surgiflo was unable to obtain hemostasis, other devices are available for obtaining hemostasis.